Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 15-mar-2023. H.6. Investigation summary: bd received 10 samples from the customer in support of this complaint. The 10 returned and 10 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned and retained samples test results. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes multiple tubes are being used as they are not filling all the way. The following information was provided by the initial reporter: customer stated edta 0.4ml tube (ref 368861) vacuum is not working correctly-collectors are having to use 4-5 tubes to fill properly. This is causing issues with collections and cause difficult draws to miss and testing becomes unavailable. All same lot number of tubes are failing.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes multiple tubes are being used as they are not filling all the way. The following information was provided by the initial reporter: customer stated edta 0.4ml tube ref (B)(4) vacuum is not working correctly-collectors are having to use 4-5 tubes to fill properly. This is causing issues with collections and cause difficult draws to miss and testing becomes unavailable. All same lot number of tubes are failing.